Manufacturer narrative:
The returned device was evaluated. During evaluation the device passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. The unit was determined to be functioning as designed. A service history record review reveals that this unit was in the field for over six (6) years with no previous reported issues related to this reported event.

Event description:
It was reported that device won't allow limits to be changed. The screen would flick back before limits can be altered. Additional information received indicated that the screen would refresh when the menu was open and the user would then be unable to change the alarm limits. Also, a pin was found to be stuck on the handheld which wasn't making contact with the docking stating connector. The pin was adjusted so that it moved freely. This partially corrected the fault, but it was still intermittent. No known impact or consequence to patient.

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete, a follow up report will be submitted.